Event description:
Pt underwent t12 kyphoplasty for compression fracture. While dilating the balloon with up to 400 psi there was an opening of the balloon along the posterior half of the channel but not the anterior half. The balloon was withdrawn. There were no extravasations.